Manufacturer narrative:
The customer reported that there was a delay in testing patient sample(s) on (B)(6) 2019 since two dimension vista instruments at the customer's site malfunctioned. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: auto aligned the server and shuttle 1, cleaned the sampling area, replaced the aliquot drain adjusted aliquot probe alignment, performed shuttle 2 auto-alignment, primed the instrument, performed photometer auto-alignment, and ensured the instrument was performing as per the specification. The cse ran quality control (qc) and samples, which recovered acceptably. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2019-00368 was filed for the alternate dimension vista 500 instrument (serial number: (B)(4)).

Event description:
The customer reported that there was a delay of approximately 3 hours in testing patient samples because two dimension vista 500 instruments malfunctioned. The customer indicated that the stat samples were impacted due to this issue but did not send the samples to an alternate facility for testing. There are no known reports of patient intervention or adverse health consequences due to the delay in testing patient samples.